Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer indicated that she just noticed that there was a brown spot on the screen of the meter today. Customer stated it looks like a burn mark. Customer stated that the meter might be overheating. Customer stated that she did not see visible signs of melting or smoking. No adverse event reported. A request was made for the return of the device, replacement sent.